Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the intra-op event. During a revision of the patient's left knee, the tyvek of the outer and inner blisters each had a hole in them. No hole is visible on the outer box. The shrink rap was torn and discarded before discovery, there is no way to determine if there was a hole in the shrink wrap. Due to sterility concerns the device was not implanted. The rep opened both the outer and inner sterile blisters. Another device was obtained to complete the surgery successfully with a surgical delay of approximately 5 minutes while a tourniquet was in use. The device and packaging (except shrink wrap) are available for return. Rep reported that no further information will be available.

Manufacturer narrative:
Reported event: an event regarding pack damage involving triathlon augment was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a the outer and inner blisters each had a hole in them. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the dimensional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the damage was visible in the photographs were provided for review. Based on the information provided, not concluded at what point the package was damaged and what was the exact cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
This pi is for the intra-op event. During a revision of the patient's left knee, the tyvek of the outer and inner blisters each had a hole in them. No hole is visible on the outer box. The shrink rap was torn and discarded before discovery, there is no way to determine if there was a hole in the shrink wrap. Due to sterility concerns the device was not implanted. The rep opened both the outer and inner sterile blisters. Another device was obtained to complete the surgery successfully with a surgical delay of approximately 5 minutes while a tourniquet was in use. The device and packaging (except shrink wrap) are available for return. Rep reported that no further information will be available.